Manufacturer narrative:
Medtronic has contacted the initial reporter several times to request information regarding the customer confirmation form; no response has been received. The capture lp has not been returned; product analysis cannot be performed. The event reported in the customer communication form could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received customer confirmation form from risk manager of mission hospital regarding the capture lp recall and had marked the box for "we have experienced a partial detachment or separation of the mind frame capture¿ lp device during a procedure that resulted in the device or device fragment being retained in the patient's body. We have received and reviewed the urgent medical device recall - mindframe capture¿ lp patient management recommendations notice". There were no other details regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received customer confirmation that the recall form was in correctly completed. There has been no mindframe capture¿ lp device separation at (B)(6) hospital.